Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, a decrease in the sensing threshold and pacing impedance and episodes of oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the rv lead. The rv lead was successfully repositioned to resolve the event. The patient was stable and will continue to be monitored.